Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was rising, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and there was a r-wave amplitude measurement issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered for high, rising superior vena cava (svc) coil impedance related to patient conditions of dehydration and calcification. In addition, the lead had variable r-wave detection. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.